Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm saccular abdominal aortic aneurysm. The aortic neck was reverse funnel shaped measuring 28 mm in diameter proximally and 25 mm in diameter distally. The iliac arteries were very mildly calcified and non-tortuous. It was reported that there was a proximal type 1 endoleak present after the bifurcated stent graft was implanted and ballooned. This required an aortic cuff to be implanted and ballooned, successfully resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Required intervention. Results: endoleak. Reverse funnel shaped aortic neck. Conclusion: reverse funnel shaped aortic neck.